Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative and patient regarding an external device. The reason for call was caller reported that the patients controller is not holding a charge and the patient has to take the battery pack out multiple times. Caller stated that the screen will go black occasionally during charge sessions. Caller also stated that sometimes when the patient presses on the controller to turn the controller on, the controller will not turn on or recognize that it is being unlocked. Caller reported that the controller will go blank and unresponsive when the controller is fully charged; patient added that the controller issues are getting more frequent. When asked for an event date; patient stated that the issue started in 2023 and has been 18 months. Caller noted that they were notified of the issue today at the reprogramming appointment with the patient. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
H3: analysis of the product ID 97745 lot#/serial# (B)(6), revealed damaged front case. Screw holes stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.